Event description:
It was reported that shaft break occurred. The target lesion was located in a very tortuous circumflex artery. After advancing a 8 fr jr4 non-bsc guide catheter and crossing a samurai guide wire, a 3.0x20mm nc quantum balloon catheter was selected for use. Before introducing the device, the physician bent the shaft; however, the shaft snapped at approximately 24cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in a very tortuous circumflex artery. After advancing a 8 fr jr4 non-bsc guide catheter and crossing a samurai guide wire, a 3.0x20mm nc quantum balloon catheter was selected for use. Before introducing the device, the physician bent the shaft; however, the shaft snapped at approximately 24cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Returned product consisted of a nc quantum apex balloon catheter in two pieces. The balloon was loosely folded with dried blood between the balloon folds and along the shaft of the balloon catheter. Although it was reported that the device was not used, the presence of blood is indicative of handling beyond simply unpackaging the device, as was reported. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 60.8cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. The shaft is damaged at the exit notch. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported event.